Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support the device exhibited suction alarms and attempts to reposition were not successful. The suction alarms continued upon arrival to the intensive care unit. The p-level was changed to p6 to mitigate suction. The abiomed representative advised the pump was most likely in bad position as the measurement was 98 centimeters. The patient's central venous pressure and right heart function were within normal limits, but the suction alarms were still present. The physician decided not to reposition the pump at this time, despite advice from the representative. The pump could not be increased above p4 without suction. The patient survived the procedure.